Manufacturer narrative:
The user removed their surgical gown and observed blood on the front panel of the gown. The reported event occurred at the end of a patient procedure; no delays or cancellations in patient procedure were reported. The end user was not wearing the appropriate gown for the procedure when the reported event occurred. The user was wearing a level 3 gown and should have been wearing a level 4 gown in order to obtain adequate barrier protection. The in-service/training on the proper gowns to be worn during various surgical procedures will be provided to the end user.

Event description:
The user reported that at the end of a surgical procedure (debridement with an amputation of a lower leg) procedure, the surgical technologist observed a strike through on their surgical gown.